Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with (B) (4) when additional reportable info becomes available. (B) (4)

Event description:
Adverse event: undercorrection: an ophthalmic tech reports an unexpected outcome for one pt following a lasik enhancement. At the start of the enhancement procedure, the surgeon experienced difficulty tracking this eye and wanted to confirm that the enhancement procedure would only take 1 second as indicated by the laser software. The refractive account mgr was contacted by the site and was able to resolve the tracking issue. Additional info from the surgeon indicates the pt's post-enhancement refraction is -.75 sphere, ucva is 20/40 and bcva is 20/20. The surgeon stated, he does not feel the pt has been harmed or injured and the pt's current refractive error could be influenced by the fact the pt is on a steroid taper. Additional info has been requested.